Event description:
It was reported that initial measured data for the device was 2.45 v, 14 ua and 1.3 k with no elective replacement indicator (eri) trip. The programmer was rebooted and measured data was 2.62 v, 16 ua and 1.3 k with an estimated remaining longevity of 2 years. The reported cell impedance of 1.3 k could not be accurate as it should have been higher at that point and a more accurate longevity estimate would be 4 months. The patient would be monitored.

Manufacturer narrative:
Na